Event description:
It was reported to medtronic minimed that the customer reported a blank display. Troubleshooting was performed for the display - flashing/white/blank/frozen/partial but later it was declined. The customer reported no adverse event. The event involved product(s) mmt-1780kl. The customer reported that battery cap contacts are missing, damaged, and/or corroded. The customer reported physical damage (crack or scratch) on the pump not related to the retainer ring. And the location of the damage that the battery side of the pump. The customer stated that the contacts on the battery cap missing or damaged. No harm requiring medical intervention was reported. The customer was instructed to discontinue device use and revert to the backup plan per health care professional instructions. Mmt-1780kl was requested and the customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
The pump was received with a blank display after battery installation. Unable to perform the self test, sleep current measurement, active current measurement, and displacement test. Unit was successfully downloaded using thus software. On adapt, the following battery alerts were recorded: batt out limited test (39) on (B)(6) 2024 20:45:32.000 pump was cut open to perform a visual inspection and found moisture damage on the pump was cut open to perform a visual inspection. Moisture damage was found on the electronic assembly (pcba 1 and pcba 2), motor, and force sensor. The blank display is due to moisture damage on the electronic assembly (pcba 1 and pcba 2). The following were noted during the physical inspection: cracked case, cracked battery tube threads, cracked keypad overlay, stained keypad overlay and label damage. Blank display is confirmed due to moisture damage on the electronic assembly (pcba 1 and pcba 2). Unit received with no battery cap, therefore cannot determine if battery cap is cracked/damaged. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.